Manufacturer narrative:
Product analysis: it was also determined at analysis that the external pulse generator(epg), rotary encoder assembly was defective. The battery voltage was low, and the lens cover was scratched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), which was returned for preventative maintenance, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.